Manufacturer narrative:
The customer did not return the strips that produced the erroneous result as he had stated that he no longer had that vial. The customer returned the meter and another vial of strips with the same lot number. The returned meter and strips were tested in comparison to a retention meter & masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meets the specification.

Manufacturer narrative:
The customer no longer has the strips from the result in question.

Event description:
The customer stated he has been getting erratic results on his coaguchek xs meter (serial number (B)(4)). He stated that at 10:00 am he obtained a result of 5.5 inr and then a 3.7 inr at 10:01 am. He used the same finger for these tests. One vial of strips was used for these two tests. He no longer has that vial of strips. The customer then tested using a second vial of strips from the same lot , using a different finger, and obtained a result of 3.7 inr at 10:04 am. He believes the result of 3.7 inr is correct and this was the result reported to his physician. There was no medication change or treatment based on the results. The customer's therapeutic range is 2.5-3.5 inr. He does not have any antiphospholipid antibodies. He is not on heparin. The patient has made no lifestyle changes and has no symptoms. He is not anemic. He stated that he is feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 29398621) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734). Two human blood samples from marcumar donors and two internal reference meters were used. There were no error messages that occurred. The retention samples were acceptable.